Event description:
It was reported, that the camera head exhibited the image disappear for a moment. And there was flickering noise. The issue was found, during sedation for a therapeutic transurethral resection of a bladder tumor procedure. And was completed using the same set of equipment. There were no reports of delay or patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h2, h3, h6 and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the cause of the suggested event was likely due to the failure of charged coupled device but since the event could not be reproduced, it was not possible to estimate the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.